Event description:
It was reported that suture placement in the calcified right common femoral artery was achieved with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an aortic stenting interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath and the aortic stenting procedure was completed. Reportedly post procedure, despite no issues during the deployment or knot advancement of the devices, hemostasis was not fully achieved. The physician attempted to place a third prostyle device, however, a back wall stitch occurred. The physician converted to an open procedure and cut down all three prostyle sutures. Manual suturing was used to achieve hemostasis. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure as a result of the cut down. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.